Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the liner and stem loosening 2 months after the primary surgery. The surgeon revised the liner, metaphysis and diaphysis.

Manufacturer narrative:
Batch review performed on 09-dec-2021. Lot 2004021: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-apr-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003392. Lot 2006591: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-oct-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot. 1910851. Lot 1910851: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-mar-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.